Event description:
The customer reported via phone call that the insulin pump had an error alarm. Blood glucose level at the time of the incident was 155 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was returned for power loss alarms, low battery alarms and error 25 was confirmed in the long trace; power loss alarms after the error 25. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, case and keypad overlay.